Event description:
A surgeon reported noticing white precipitates in the product while he injected it into the pt's anterior chamber. The product was replaced with another product and the surgery was completed successfully for the pt. There was no harm to the pt.

Manufacturer narrative:
No similar complaints have been received so far for this lot. Batch record review showed that all testing results are within specs. Our lab has retested the returned sample and a retained sample of this batch: no precipitates observed; all results (clear, colorless) are conform to the specs for the tested parameters. (B)(4).